Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was filled with 0.9% normal saline and fluorouracil to a total fill volume of 240 ml. It was further stated that there was 20 ml left after treatment stopped. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 20, 2021 to september 21, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph shows fluid inside the device bladder which suggests that an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.